Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field service engineer that during the annual maintenance of cs300 intra aortic balloon pump(iabp) had electrical test fail code 50 issue. There was no patient involvement.